Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated and without the device to analyze, a cause for the reported leak/splash associated with loss of fluid column during device preparation in this complaint could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported that during device preparation, the steerable guide catheter (sgc) failed to hold fluid column during dilator insertion. Several attempts to troubleshoot were made, but the issue persisted. A replacement was used to complete the procedure. There was no patient involved and no clinically significant delay. No additional information was provided.